Event description:
Device #1 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after and interventional procedure. Reportedly, a suture break occurred. When the needle plunger was removed, the suture was broken. The device was removed over a guide wire and a second proglide was attempted with the same results. A non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). Device #2: perclose proglide (part # 12673-03, lot # unk) indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for eval. It has not yet been received.